Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had issues with their infusion set attached to their insulin pump. The patient's blood glucose level was unknown. The customer stated that when he was manually trying to push insulin through with the plunger, it did not allow any insulin to go through. The customer was advised that he should have kept the plunger loose so that there is no back pressure build up. The customer was sent new supplies. No further information was provided.